Manufacturer narrative:
An evaluation will be conducted if and when the device is returned.

Event description:
It was reported that the anchor dislodged. There was a back up device available to complete the procedure. No patient harm reported.

Manufacturer narrative:
Due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited.